Manufacturer narrative:
There were no calibration or qc issues reported. Based on the provided data, a general instrument hardware issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Analyzer performance testing was completed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable low elecsys brahms pct result for one patient sample. The initial result was 0.062 ng/ml and the repeat results were 22.99 ng/ml and 22.70 ng/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 361486.